Event description:
Machine experienced invalid gas ID alarm. MFR still researching cause. A second failure involving another identical machine ocurred 2 days later. 7/2005, the computerized monitor screen went "black" so the parameters/settings could not be seeen. MFR determined cause to be loose cable within the monitor housing. MFR researching etiology - plans to x-ray cable ends from 3 directions. Final reports pending. Neither failure resulted in pt injury. Both machines removed from service. A previous report submitted in 11/2004 related to 2 failures involving this model ventilator which resulted in medical interventions to prevent serious pt injury. Those failures were researched and the problem identified and corrected. New machines were provided in 7/2005 and were tested 120 hours with no failures, then placed in service. Two weeks later these 2 failures occurred. Due to our concerns related to continued risk of failure and potential injury to pts, all 14 machines are being returned to the MFR and replaced with a different model.